Event description:
When the smart control, iliac 7x100 stent was released, it was placed more distally in the left superficial femoral artery lesion than intended. Two additional stents were placed to cover the entire lesion, but the procedure was completed without patient injury. The stent had fully expanded with good wall apposition. The device had been stored, prepped and deployed as per IFU and no unusual force had been used at any time. The lesion was described as heavily calcified with 100% stenosis and it was unknown if the lesion had been pre-dilated. The reference vessel was moderately tortuous and the approach was ipsilateral.

Manufacturer narrative:
Complaint conclusion: when the smart control, iliac 7x100 stent was released, it was placed more distally in the left superficial femoral artery lesion than intended. Two additional stents were placed to cover the entire lesion, but the procedure was completed without patient injury. The stent had fully expanded with good wall apposition. The device had been stored, prepped and deployed as per IFU and no unusual force had been used at any time. The lesion was described as heavily calcified with 100% stenosis and it was unknown if the lesion had been pre-dilated. The reference vessel was moderately tortuous and the approach was ipsilateral.the device was not returned for analysis. Review of lot 14102814 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.with the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.